Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the isi technical support engineer (tse) that the left master tool manipulator (mtm) was not in the home position and was dropped, preventing the surgeon from taking control of the instrument. Before contacting the tse, the csr performed a hard power cycle on the surgeon side console (ssc), which resolved the issue. The tse reviewed the system logs but did not find any associated errors. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the surgeon sat down at the ssc to start the procedure and when they started to move the mtm, it drifted into its sleep/stored mode. Like if the system was powered off. The patient side cart was docked and instruments were installed, however the instrument did not move just the mtm. There were no injuries to the patient.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) clinical sales representative (csr) hard power cycled the surgeon side console (ssc) and that resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.